Event description:
It was reported that a spectrum pump failed to alarm upstream occlusion and failed to recognize closed door during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported that ¿door closed alert was activated while the door was already closed¿ was reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be faulty lower auxiliary. The lower auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.